Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported the pt expired while in hospital. The pt's cause of death was not known at the time of the reported event. Additional info provided indicated that the hospital will not be returning the device to the MFR eval.